Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Stuck inside ¿ tampon [foreign body in reproductive tract]. Tampon stuck inside. Difficult process to have it removed [complication of device removal]. String totally detach from tampon [device breakage]. Case narrative: consumer reported via email that the string totally detached from tampon. No serious injury was reported.